Manufacturer narrative:
Investigation of the returned meter did not uncover any deficiencies. The meter continues to meet specification. Retain strip testing on the returned meter met both accuracy and precision criteria. Based on the information available, there is no indication of a product deficiency. No correction action is required at this time. Root cause could not be determined from the information provided by the customer. As reviewed on 10/31/2013, (B)(4) discrepant result complaints were reported for lot #315110 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab, results as follows:" therapeutic range: unknown. On (B)(6) 2013, the pt self tester awoke to a nosebleed. After stemming the bleeding, pt tested on her inratio to receive a 4.6. Shortly thereafter the bleeding resumed and she went to the ER. At the ER the pt's inr was 8.2 based on lab results (this is one hour after the original inratio results). Pt was given "octomophylantin" (pt unsure of drug and spelling). Pt was soon discharged. Pt went to a new ER, feeling the treatment at the first ER was inadequate. Here her inr was charted at 11.0; 2 hours later it was at 13.0; that night it was at 16.0. Pt was in the ICU until (B)(6) 2013 (5 days). During her stay, the pt was given 4 fusions of plasma and 2 IV's of vitamin k.